Event description:
The customer reported that there was a collimator iris too large error during a case. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accident radiation occurrence.